Manufacturer narrative:
No lot number information was supplied; therefore, a review of the manufacturing paperwork could not be performed. Note: without additional information, a meaningful investigation can not be performed. No additional information has been received to date.

Event description:
Gore recently became aware of the event. It was reported in a casual conversation with the physician that the gore mycromesh plus biomaterial used during a sacrocolpopexy procedure eroded. The physician stated that 2/3 of the mycromesh made it's way through the vaginal wall. Gore has made the decision to report this incident.